Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The photo displayed kit contents through an unopened clear tray. No defects or anomalies were observed. Full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
During the procedure of passing the catheter, deformity is observed in the swg (spring wire guide), which could become a risk to the patient. Another catheter is used to continue with the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure of passing the catheter, deformity is observed in the swg (spring wire guide), which could become a risk to the patient. Another catheter is used to continue with the surgical procedure.